Event description:
It was reported to philips that battery a was not recognized but device powered on. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that battery a was not recognized. There was no reported patient involvement/adverse patient impact.